Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) undersensed ventricular fibrillation (vf) which led to a delay in therapy delivery. The total time to shock therapy appeared to be approximately 66 seconds. The device recorded a total of two episodes. The patient received anti-tachycardia pacing (atp) in the first episode and then eventually received a shock to end the second episode. The local boston scientific field representative (fr) discussed with technical services that the device had been programmed to a sensitivity of nominal. The device was reprogrammed to a sensitivity of most and the patient was to see an electrophysiologist in the future. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.